Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the reported malfunctions were not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing and full functional testing without duplicating the report. The color lcd cable and the pace/defib engine board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's powered on without the display and the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.